Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device septum did not adhere properly. This was discovered before use. The following information was provided by the initial reporter: the septum part of the q-syte didn't adhere to the body properly.

Manufacturer narrative:
H.6. Investigation: bd received a q-syte assembly from lot 9086810 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the septum of the top disk was unglued from the rim of the q-syte. However, there were traces of adhesive applied to the rim of the septum indicating that a bond was created during production. There was no damage to the column wall but tears were observed along the slit of the septum top disk and a tear along slit of the septum bottom disk. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device septum did not adhere properly. This was discovered before use. The following information was provided by the initial reporter: the septum part of the q-syte didn't adhere to the body properly.